Event description:
Trauma surgeon noted a significant amount of air infusing into the IV line. Pt began experiencing respiratory difficulty resolved within 30 minutes. IV was immediately clamped and solution bag changed.